Manufacturer narrative:
This supplemental report is being submitted for a correction to the b5 event details and additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined; however the most likely cause is the distal end cover was not properly attached and dropped off due to the load during the procedure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information identified that no airway support and no reinsertion of the scope was required during the procedure. Additionally, no delay and no extension of sedation reported during the procedure.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an therapeutic endoscopic retrograde cholangiopancreatography procedure performed for investigation of bile duct stones and removal of stents, the distal cover dislodged. The cover migrated to the mouth/throat and airway and was removed as a foreign body, either manually or via the endoscope using grasping forceps. The event required airway support, re-insertion of the scope, and an extension of sedation time, resulting in a 10-minute delay in completion of the procedure. The patient¿s condition was reported as stable following retrieval of the distal cover. This report is 1 of 2.